Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited missing thixotropic adhesive (ke 45) at the forceps cover, a pinhole in the adhesive at the light guide lens, and a cut on the pink probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the missing thixotropic adhesive (ke 45) at the forceps cover, a pinhole in the adhesive at the light guide lens, and a cut on the pink probe was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.